Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board. The oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to transducer (u28) being out of tolerance.

Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue. During the evaluation of the device the active exhalation control module was found to be damaged. The device's active exhalation control module needs to be replaced to address the issue. The device has evidence of physical damage.

Manufacturer narrative:
The manufacturer previously reported the device's active exhalation control module was replaced due to evidence of physical damage. The manufacturer received additional information clarifying the active exhalation control module was not replaced. The device's universal porting block was found to be physically damaged and was replaced to address the issue. The coding has been corrected to reflect the additional data.